Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The failure to advance and difficult to remove/vessel resistance could not be replicated in a testing environment as it was based on operational circumstances. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. It should be noted that the xience v everolimus eluting coronary stent system instructions for use (IFU) states: pre-dilate the lesion with a percutaneous transluminal coronary angioplasty (ptca) catheter. Additionally, the IFU states: an unexpanded stent may be retracted into the guiding catheter one time only. An unexpanded stent should not be reintroduced into the artery once it has been pulled back into the guiding catheter. Subsequent movement in and out through the distal end of the guiding catheter should not be performed as the stent may be damaged when retracting the undeployed stent back into the guiding catheter. Should any resistance be felt at any time during withdrawal of the coronary stent system, the entire system should be removed as a single unit. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that using a radial artery access approach during a procedure of the heavily calcified, moderately tortuous, mid left anterior descending (lad) artery, using direct stenting the 2.5 x 23 mm xience stent delivery system (sds) was advanced but could not cross the lesion. The sds was removed from the anatomy and some resistance with the anatomy was noted. Dilatation was performed with a unspecified 2.25 x 23 mm balloon dilatation catheter (bdc). The same 2.5 x 23 mm xience sds was re-inserted and advanced in the vessel but after several unsuccessful attempts the sds could not cross the lesion. The sds was removed from the anatomy with some resistance due to the anatomy. A different 2.5 x 23 mm xience sds was advanced and implanted without reported issue. The procedure was successfully completed and the patient final outcome was reported as satisfactory. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4) - no pre-dilatation; re-insertion. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.